Event description:
It is reported that upon transfer of the patient for discharge related to select speciality, the flexi-seal was leaking so removal was attempted by extracting the 45cc out of the port, but there was no water in it. It was further reported that the patient was instructed to bear down and when the tip came out it was completely filled with water. Lastly, report states that two (2) other rns were at patient's bedside to troubleshoot, after removal deflation was tried again, but it would not deflate.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Note: the actual date of event is unknown, so the date used was the date convatec became aware. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.